Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. This complaint was received via user report and has been reported to FDA. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: customer reported their abbott diabetes care (adc) device outer packaging was intact but discovered the sensor had "areas of discoloration (spots or areas, (eg. Green and gray/black areas, white spots)" within sensor packaging. Abbott diabetes care (adc) was able to successfully contact the reporter who confirmed they had already sent the complaint product back to adc. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6)was returned for investigation. The customer¿s report of areas of discoloration (spots or areas, (e.g. Green and gray/black areas, white spots i.e. Mold) on the device were not observed. A visual inspection was conducted on the returned sensor. The printed circuit board assembly (pcba) of the sensor contains components such as the molex connector and test points which are designed specifically for diagnostic purposes. The pcba of the customer¿s returned sensor is visible through the adhesive, which is expected and indicative of normal manufacturing. These components are an intended design of the device and are not areas of discoloration or mold. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: customer reported their abbott diabetes care (adc) device outer packaging was intact but discovered the sensor had "areas of discoloration (spots or areas, (eg. Green and gray/black areas, white spots)" within sensor packaging. Abbott diabetes care (adc) was able to successfully contact the reporter who confirmed they had already sent the complaint product back to adc. There was no report of death, serious injury, or mistreatment associated with this event.